Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 1 controller board and drawer board was faulty. A field service engineer identified that auxiliary drawer 1 had no lights on the drawer board and the controller board. The fse replaced both boards, performed configuration, and completed the storage space configuration. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, screen was black and customer did reboot the station, but issue persisted. There were no adverse events or injuries reported based on this event.